Event description:
Per independent repair center the customer alleged problem is low o2/yellow light. The key failure is the sieve beds have high odor smell. Additional malfunction is the pilot valve alarms.